Event description:
The user facility reported a 42-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The us complainant had a cp that needed care escalation. The team attempted to place the 5.5 via the axillary graft with an rp introducer. Placement failed due to anatomy and the catheter began to kink. The patient was reported to have stenosis with a vessel diameter of <7mm. Resistance was felt at the past innominate artery. Additionally, two vascular tears were found proximal to the anastomosis that prompted repair. The team aborted impella 5.5 insertion and placed an impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the reported vascular damage - peripheral vessel and delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The catheter kink was likely due to excessive force attempting to deliver. The cause of the delivery issue was patient condition related since the patient had stenosis with a vessel diameter of <7mm. This report is being filed as part of a retrospective review of historical records.